Event description:
It was reported that one month and thirteen days post a chronic catheter placement, the white lumen allegedly broke. Reportedly, the lumen was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one d/l extension set loaded to a leonard d/l catheter extension leg segment were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A complete compound break was noted at the distal end of the leonard d/l catheter and the edges of the compound break were noted to be uneven. The distal catheter segment was not returned. Therefore the investigation is confirmed for the reported fracture and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2026), g3, h6 (device) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one d/l catheter loaded to a leonard s/l catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. Therefore, the investigation is unconfirmed for the reported fracture issue as no evidence of fracture was noted in the catheter. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and thirteen days post a chronic catheter placement, the white lumen allegedly broke. Reportedly, the lumen was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one month and thirteen days post a chronic catheter placement, the white lumen allegedly broke. Reportedly, the lumen was removed and replaced. There was no reported patient injury.